Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient presented on (B)(6) 2021 and patient began experiencing pain after initiating active range of motion in physical therapy. The case report form indicates that this event is unlikely related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2021.

Event description:
Approximately 27 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced unexplained pain - acromial pain without fracture. Patient began experiencing pain after initiating active range of motion in physical therapy. The patient was given immobilization, and the outcome of this event has been resolved. The clinical report form indicates that this event is unlikely related to the device and definitely not related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a2 - age/years, e1 - first name, facility name, address, state, zip code, email address, and phone number, g3. The following sections were corrected: b5, d1, d4 - removal of catalog & UDI, d10, g1 - contact first name, last name, email, and h6 - clinical, impact, and component codes. (D10) reported concomitant device(s): 300-01-12 - equinoxe humeral stem primary press fit 12mm. 320-36-00 - 36mm humeral liner +0 unconstrained. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-31-36 - glenosphere, 36mm. 320-15-01 - eq rev glenoid plate. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, g4, h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.